Event description:
During a posterior vitrectomy procedure for repair of a detached retina and while performing an air/fluid exchange, the eye had collapsed and the retina appeared rippled. The stop cock on this microsurgical unit was a delay in receiving a response and then, all of a sudden, there was a blast of air into the pt's eye. (The infusion cannula was in the eye at the time of this blast of air). Air also entered the anterior chamber; however, it is not known how this happened. The infusion line was checked and found to be correct. The procedure was restarted and response was again very slow. The unit was set at 20 iop but actually registered 14, iop was then raised to 30 and actual iop was 24. The physician used this unit to finish the case. Current post-op condition of the pt is not available, however, as a result, the pt may develop a traumatic cataract.